Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they are having bladder retention. Patient said they went to their healthcare provider's office around the 5th or 6th of december and the healthcare provider doubled their stimulation. Since then the adjustments have not made a difference and the hcp told them to call medtronic to see if they need to change programs. Patient also said they were getting up a lot and they are having trouble getting all of their urine out. Patient services walked patient through changing programs and increasing stimulation. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient stated unrelated medical history, patient reported that they have lost 90 pounds since getting their device. The patient called back and repeated information regarding urinary retention. The patient reported that they have been unable to urinate since changing to program 1 earlier today (program c was active prior to that). The patient could feel stimulation in the anal area at the time of the call, but they were concerned because they "can't squeeze a drop out." The patient decreased stimulation on program 1 prior to calling, but they still couldn't urinate. The patient noted that although they were experiencing urinary retention on program c, they could at least urinate. The patient decided to change back to program c and will follow up with their hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.